Event description:
The manufacturer received information alleging a ventilator service required alarm on screen. There was no serious patient harm or injury that occurred or was reported. Upon inspection of device by field service engineer (fse), it was determined that the device failed the active exhalation control module (aecm) verification test step during testing. The device's system board, solenoid valve and proportional valve were replaced to address the issue. The replaced parts were sent to the product investigation lab (pil) for investigation. Pil was unable to confirm a failure of the proportional valve, pil concluded that the proportional valve operates as designed. Pil was able to confirm a failure of the solenoid valve, pil suspects that internal contamination caused the failure of the solenoid valve. Pil installed the system board on the trilogy evo test unit and started therapy using the existing settings and the unit alarmed for a ventilator service required error code related to the proximal pressure sensor. Evt_prox_press_railed_low means the proximal pressure sensor railed to maximum negative value. Pil confirmed the proximal pressure sensor is getting power and concluded that a faulty mt6 proximal pressure sensor on the system board caused the ventilator service required alarm.